Event description:
Customer reported an emergency room visit and hospitalization related to diabetes while using the pump for insulin therapy. The lowest blood glucose level recorded was 50 mg/dl. After the follow-up, the pump was functioning correctly, and no issues were identified; however, the customer received IV fluids and saline, which resolved the issue. There was no injury, permanent damage, or ketones reported, and no further assistance was required from technical support.